Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected information. Concomitant medical products: medical product: oxf anat brg lt md size 5 PMA, catalog #: 159549 , lot #: 242060. Medical product: unknown oxford tibial component, catalog #: not reported, lot #: not reported. The femoral component reported in this MDR is the product that fractured, not the bearing that was originally reported. Therefore, the suspected product forum has been updated accordingly. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital, that a patient underwent an initial knee arthroplasty. Subsequently, a revision surgery was performed due to femoral fracture.

Event description:
It was reported by the hospital, that a patient underwent an initial knee arthroplasty. Subsequently, a revision surgery was performed due to bearing fracture.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual investigation confirmed the reported event. The root cause of femoral peg fracture could not be determined with the available information. Contributing factors may include suboptimal cementing technique, suboptimal bone preparation, component positioning and alignment, patient trauma and activity levels. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital, that a patient underwent an initial knee arthroplasty. Subsequently, a revision surgery was performed due to femoral fracture.

Manufacturer narrative:
(B)(4). Concomitant medical products: medical product:unknown oxford femoral component, catalog #: not reported, lot #: not reported, medical product: unknown oxford tibial component, catalog #: not reported, lot #: not reported. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital, that a patient underwent an initial knee arthroplasty. Subsequently, a revision surgery was performed due to bearing fracture.